Manufacturer narrative:
The investigation determined that lower than expected tsh proficiency and quality control results were obtained from non-vitros proficiency and quality control fluids using vitros tsh reagent with two vitros eciq immunodiagnostic systems. A definitive assignable cause for the lower than expected proficiency and quality control results could not be determined. Vitros tsh precision testing performed was within acceptance limits, indicating that both instrument 1 and instrument 2 were operating as intended at the time of the events. An instrument performance issue was therefore not likely a contributing factor. Based on historical quality control data from instrument 1, a vitros tsh reagent lot 5017 performance issue could not be ruled out as a contributing factor. Pre¿analytical sample handling could also not be ruled out as contributing to the events as information regarding handling and storage of the proficiency sample prior to processing was not obtained.

Event description:
A customer obtained lower than expected tsh proficiency and quality control results from non-vitros proficiency and quality control fluids, using vitros tsh reagent with two vitros eciq immunodiagnostic systems. The results obtained are as follows: instrument 1: abb proficiency 3: 0.016, <0.015, <0.015, <0.015 miu/l vs. Expected result of 0.06 miu/l (pack ID (B)(4)). Biorad level 1: 0.409 miu/l vs. Expected result of 0.63 miu/l (pack ID (B)(4)). Instrument 2: abb proficiency 3: <0.015, <0.015, <0.015, <0.015, <0.015 miu/l vs. Expected result of 0.06 miu/l (pack ID (B)(4)). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected tsh results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the events were to recur undetected. There was no allegation of patient harm as a result of the events. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).